Event description:
Healthcare professional reported right side "deflation." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed cracked valve seat diaphragm valve. Additional observations: ¿ observed creases on the device. Explant code previously submitted in initial medwatch.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a deflation. Device remains implanted and will be explanted and replaced.